Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified and moderately tortuous superficial femoral artery (sfa). A 2cm peripheral cutting balloon catheter was used to dilate the target lesion. The balloon ruptured below the rated pressure. The procedure was completed with another of the same device and the patient's status was stable.